Event description:
Caller reported air bubbles and gaps in the tubing, which were observed during pumping. The customer's blood glucose level was displayed as "high," and a correction bolus was administered via the pump. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.